Manufacturer narrative:
Product complaint # (B)(4). A non-sterile enterprise2 4mmx23mm intracranial stent was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the device was found inside the concomitant microcatheter and inside a dispenser hoop. The device was inspected under x-ray imaging, and no stent was found to be attached to the delivery system. The delivery wire was attempted to be removed from the concomitant microcatheter and high resistance was encountered. The delivery wire could not be taken out from the microcatheter. The microcatheter was dissected, and the tip of the delivery wire was found covered in high amounts of dried saline residues. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported regarding the delivery system becoming impeded in the microcatheter was confirmed based on the findings mentioned above. The high amounts of dried saline residues found in the involved microcatheter prevent the ability to advance/retract the delivery system. However, with the information available and the evidence obtained from the returned devices, there is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. Other circumstances or issues may occur while using the device that could not be replicated during the analysis. The detached condition of the stent was not originally reported, the exact time of occurrence cannot be determined, and the component was not returned for evaluation; therefore, this is not consider related to the issue reported. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required at this time. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during an endovascular embolization, an enterprise2 4mmx16mm intracranial stent (encr401612, 7178223) became impeded in the proximal of a prowler select plus 150/5cm microcatheter (606s255x, 31105098) and could not advance any more. The physician only retracted and removed the stent from the patient and changed to a second new stent, an enterprise2 4mmx23mm intracranial stent (encr402312, 7591278) to be delivered in the same microcatheter. The second stent (enterprise2 4mmx23mm) became impeded in the proximal of the microcatheter again and could not advance any more. The physician tried to retract the second stent, but the stent was stuck in the microcatheter. The physician removed the second stent and microcatheter together from the patient and then replaced it with a new stent and a new microcatheter to complete the procedure. The surgery was prolonged about 15 minutes. There was no patient injury reported. Additional event information received on 27-jun-2024 indicated that they were no able to torque the devices. There was no evidence of physical material within the devices. No other devices were successfully used with the concomitant device prior to the encountered resistance. The microcatheter did not kink or bent. The 15 minutes procedure prolongation was not clinically significant.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.